Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve, the valve was implanted too low. It was reported that the valve was at a good height in the non-coronary cusp but moved down in the left coronary cusp at the point of release. An echocardiogram showed severe paravalvular leak (pvl). A 29 mm second valve was successfully implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.